Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) does not think that the device was working. In addition, the patient had sore at the device site and ankles are swelling. Boston scientific technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported.